Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling and perigee were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, bleeding, and vaginal scarring. It was also reported that the patient underwent mesh removal in (B)(6) 2010 due to mesh erosion, scar tissue, and other complications from mesh. (B)(4).